Event description:
An end user reported a dat positive result with cell 15 of albacyte reagent red blood cells for antibody identification (16-cell) product z473u, lot v265925, expiry 04dec23, cell 15 following a confirmed. Off label use of the device. The end user did originally test by the correct method as per IFU and got the expected result. No relevant tests/laboratory data received.